Manufacturer narrative:
References: the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28 ,lot# va0x78w, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) had moved. The patient was having it redone. This statement was clarified by the patient to mean that health care professional (hcp) was re-operating on (B)(6) 2016. The patient reported that they were "not doing good at all.." They were in a lot of pain and kept "urinating, urinating, urinating." The hcp put the patient on some medication. The patient reported that they also had "ic. It was not specified but the manufacturer reasonably associated the reported "ic" with interstitial cystitis. The patient stated that the pain was coming from the device "leaning on something." The patient could not specify what the device was leaning on.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that assistance was needed with the device; they were unsure how to correctly use it and a there was a lot of pressure felt on the bladder. The patient wanted help to understand and use her patient programmer. On (B)(6) 2015, the patient kept going to the bathroom. She felt stimulation that night but on the morning of (B)(6) 2015, her pad was dry so she did not know what was going on. She had to go to the bathroom and urinated a lot. Prior to implant, the patient went 15-16 times a day but it seemed better at the time of report. On (B)(6) 2015, the patient was trained under anesthesia. The patient's sister got the instructions but she did not remember anything and the rep was going too fast. The patient felt dizzy on (B)(6) 2015. She started taking oxycodone the next day. On (B)(6) 2015, the patient wanted to verify if stimulation was on. It was noted on (B)(6) 2015 that the patient had to go to the bathroom like crazy since (B)(6) 2015. She lost bladder control on (B)(6) 2015. The stimulation was at 1.3v and it was increased to 1.6v; she planned to try that setting for 24 hours to see if it will help the symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information received from the consumer reported a replacement surgery was scheduled for (B)(6) 2016 as they believed the implant moved and was causing pain. Additionally, the patient was not getting "proper" symptom relief.